Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that there was a draining slowly message in drain 3 of 3 during pd treatment. A review of the patient¿s treatment records identified that the patient was overfilled during third cycle and drained 5031 ml of 2500 ml during drain 3. This drain volume is 201% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Multiple attempts were made to gather additional details. There was no harm, intervention or adverse event reported in the initial report. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.valve actuation test ¿ passed. System air leak test ¿ passed.a (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that there was a draining slowly message in drain 3 of 3 during pd treatment. A review of the patient¿s treatment records identified that the patient was overfilled during third cycle and drained 5031 ml of 2500 ml during drain 3. This drain volume is 201% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Multiple attempts were made to gather additional details. There was no harm, intervention or adverse event reported in the initial report. The cycler is available to return.